Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and a cardiac arrest (requiring cardiopulmonary resuscitation and surgical intervention). Multiple ablations were performed on the anterior rvot with contact forces ranging from 10-30 grams. During the procedure, approximately 10 minutes after 5-6 ablations, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded an unspecified amount of fluid. At some point during the procedure, the patient went into cardiac arrest. Chest compressions and open chest surgery (percutaneous cardiopulmonary support) were successfully performed. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome has improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Physician indicated that the smarttouch sf catheter may have perforated the myocardium when it drastically changed position from below the coronary sinus catheter to above the coronary sinus catheter secondary to cardiac movement. It was noted that the catheter movement was not related to any bwi product malfunction. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors observed on any bwi equipment during the procedure.